Event description:
Patient underwent focused ultrasound treatment on the left side to treat essential tremor on the right hand. No adverse events were noted during the treatment or immediately following treatment. Patient developed right-sided weakness within 24 hours of treatment that has persisted at least 3 months.

Manufacturer narrative:
Known risk of the device and no new risk has been recognized. No device malfunction detected. Treatment parameters in line with typical range. The patient's condition has been improving. These side effects may be related to edema that evolved into the internal capsule and is a known risk following focused ultrasound treatment. This edema is typically transient.accordingly,the patient's physician believes that this side effect will also be transient.